Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had passed away in the operating room after their device system was implanted. The reported cause of death was a massive pulmonary embolism. Additional subsequent information from the physician stated that a clinical diagnosis was made that the patient's death was most likely secondary to the pulmonary embolism and indirectly because of the implant procedure; however, everything was inclusive as no autopsy was being performed.

Manufacturer narrative:
As of today, this ICD has not been returned to boston scientific for analysis. Should the device be returned, or if any additional information becomes available, this event will be updated.